Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings:investigation revealed that the battery compartment was cracked. Unrelated to the original complaint, investigation revealed that the bolus button cover was torn but the bolus button responded normally, and that the keypad cover was torn below the contrast button and all keypad buttons were intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under all button contacts. Additionally, investigation revealed that the display screen was dim, fading, and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).